Event description:
Device was being used to do a mechanical declot of a dialysis graft. Everything was going according to plan, up until catheter removal; removal met with resistance and carefully removed from pt. Upon removal, catheter examined. The tip of the catheter was fractured with all parts intact. Procedure was completed with no complications to the pt.